Manufacturer narrative:
The device was returned to zoll medical (B)(4). The device displayed a red "x" and prompted "change batteries." The customer declined repair of the device, and root cause was not established. The device was returned to the customer labeled "not for clinical use." No product was returned to zoll medical united states.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.